Event description:
Product analysis summary: the lead assembly was returned for analysis in two pieces. The lead coils were examined and no breaks were identified. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portions of the lead returned. The condition of the lead is consistent with conditions that exist following the explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. There is no indication that the reproted high lead impedance condition is related to the pulse generator.

Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. No adverse event was reported in conjunction with the high lead impedance condition. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely effect device performance. Lead break is suspected; however, investigation to date has been unable to confirm the cause of the high lead impedance test result.

Event description:
Further follow-up revealed that the pt underwent ncp system replacement. Both the pulse generator and bipolar lead were replaced. Physician indicated that the bipolar lead was broken and that the pt is doing good since ncp system replacement. The ncp system (both lead and generator) were discarded; therefore, the exact cause of the lead break cannot be determined.